Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the second flange could not be deployed. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block e1 has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. The stent was received fully covered and undeployed. Functional inspection related to the deployment of the stent was performed, during which the catheter lock was disengaged by sliding it to the right, and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved to the second and fourth positions, resulting in stent deployment; however, expansion was slow and ultimately incomplete. No other problems were noted with the stent. The reported event of the stent being partially deployed was not confirmed, as the stent was received in an undeployed position. Slow expansion is a known and anticipated behavior, and the instructions for use (IFU) provide guidance for post-deployment dilation using a balloon catheter. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement transgastric to the jejunum. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Based on the available information, the investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the second flange could not be deployed. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement transgastric to the jejunum.